Manufacturer narrative:
As reported the patient developed multiple abscesses post implant and during a hospital stay was diagnosed with a (B)(6) infection and fistula formation. Regarding infection the warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection, however, may require removal of the prosthesis." Additionally, fistula formation is listed in the adverse reaction section as a possible complication. As reported the patient continues to seek medical and surgical treatment as directed by her doctor. Based on the information provided, at this time no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the reported patient outcome. Should additional information be obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was reported to davol. On (B)(6) 2014 - the patient was diagnosed with a right inguinal hernia and underwent implant of a bard kugel hernia patch. On each of the following dates the patient was diagnosed with an abscess in her right groin and underwent debridement with a partial explant of the bard kugel hernia patch: (B)(6) 2015, (B)(6) 2016 on (B)(6) 2017 - the patient was diagnosed with an abscess in her right groin and underwent debridement with a partial explant of the bard kugel hernia patch. The patient was hospitalized for about one week for postoperative care treatment. As reported a penrose drain was placed in her right groin wound at that time. Also reported is that the patient was diagnosed with a mrsa infection in her right groin as well as a fistula formation. It is reported that the patient is having numerous fevers associated with swelling and was diagnosed with cellulitis. It is reported that some of the mesh from the bard kugel hernia patch remains implanted and the patient continues to seek medical and surgical treatment as directed by her doctor.

Manufacturer narrative:
As reported the patient developed multiple abscesses post implant and during a hospital stay was diagnosed with a mrsa infection and fistula formation. Regarding infection the warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection, however, may require removal of the prosthesis." Additionally, fistula formation is listed in the adverse reaction section as a possible complication. As reported the patient continues to seek medical and surgical treatment as directed by her doctor. Based on the information provided, at this time no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the reported patient outcome. Should additional information be obtained, a supplemental MDR will be submitted. Addendum: this supplemental MDR is submitted to document additional information provided and to correct date of implant. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Medical records show approximately 15 months post implant the patient was diagnosed with a staph infection and subsequent additional adverse events, leading to mesh explant. The adverse reactions section of the instructions-for-use, supplied with the device lists hernia recurrence, fistula and adhesions as possible complications. Review of manufacturing records confirms product was manufactured to specification. Updated fields: a2, a4, b4, b5, b6, b7, d4 (UDI), e1, e3, g1, g3, h2, h3, h6, h10 corrected fields: b3 (date of event), d.4 (expiry date) d6.b (date of explant) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.

Event description:
The following was reported to davol. (B)(6) 2014 - the patient was diagnosed with a right inguinal hernia and underwent implant of a bard kugel hernia patch. On each of the following dates the patient was diagnosed with an abscess in her right groin and underwent debridement with a partial explant of the bard kugel hernia patch: (B)(6) 2015, (B)(6) 2015, (B)(6) 2016, (B)(6) 2016 and 12/12/2016 02/02/2017 - the patient was diagnosed with an abscess in her right groin and underwent debridement with a partial explant of the bard kugel hernia patch. The patient was hospitalized for about one week for postoperative care treatment. As reported a penrose drain was placed in her right groin wound at that time. Also reported is that the patient was diagnosed with a mrsa infection in her right groin as well as a fistula formation. It is reported that the patient is having numerous fevers associated with swelling and was diagnosed with cellulitis. It is reported that some of the mesh from the bard kugel hernia patch remains implanted and the patient continues to seek medical and surgical treatment as directed by her doctor. Addendum per additional information provided: 01-may-2014 - patient who was diagnosed with right indirect inguinal hernia underwent repair surgery. Per the operative notes," there is a bulge here evidence of the hernia. Adhesions were taken down and the hernia was reduce. The coopers ligament was identified, and the dissection was created just large enough to place the mesh. The mesh (kugel hernia patch) was then sutured in place.¿ (B)(6) 2015 - wound culture ¿ showed the presence of staphylococcus aureus. (B)(6) 2015 - patient was diagnosed with recurrent hernia and underwent repair. Per the operative notes," mesh material was encountered to be below the level of the transversalis fascia adherent to the perineum to the femoral sheath. Using a combination of blunt and sharp dissection the infected mesh was dissected free." (B)(6) 2015 - patient underwent drainage and debridement of right groin abscess. (B)(6) 2016 - patient underwent right groin exploration and excision of fistulous tract skin to external aponeurosis. (B)(6) 2016 - patient underwent right groin exploration, fistulectomy and removal of infected mesh. Per the operative notes," fistulous tract was identified and using sharp dissection the entire fistulous tract was excised. Further exploration in the deep portion of the wound demonstrated mesh substance." "Mesh fiber was now excised and sent to pathology," on 02-feb-2017 patient underwent treatment for sepsis and recurrent right groin abscess. Per the operative notes," a large abscess cavity was encountered. Debridement of all devitalized tissue was now completed. Exploration of the groin was now undertaken. Copious lavage of the abscess cavity was now completed." On (B)(6) 2017 patient was diagnosed with recurrent sepsis and abscess in right groin. Per the operative notes,¿ a large, infected collection of mesh was encountered. Using blunt and sharp dissection the mesh was extracted. In extracting the mesh from the femoral sheath, a tear in the iliac vein just proximal to the femoral vein was encountered. The mesh (kugel hernia patch) was removed from the operative field. Repair of the vein bilateral venorrhaphy was undertaken " attorney alleges that the patient experienced abscess, fistulae, infections, pain, recurrence, suture granuloma, recurrent sepsis and emotional injuries.